Event description:
It was reported that a skin reaction occurred. According to the patient¿s healthcare provider, on approximately on (B)(6) 2025, the patient experienced blisters, itching, and rash, under entire patch area. The skin reaction was treated with a prescription of an unknown oral medication. Skin barriers were also applied. No photo was provided. There was no documentation of further medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).